Event description:
Healthcare professional reported instantly after injection with half a syringe of juvederm ultra plus xc in the left marionette lines and 0.3cc in the right marionette lines the pt "started feeling gunny" in the right marionette lines. The pt developed right side "firm nodular swelling" and "bruising/hematoma". The nodules appeared to be "at least the size of a quarter or half dollar." There were no symptoms present at the left marionette lines. The healthcare professional instructed the pt to ice the area and to start taking antihistamines "like zyrtec, claritin, or benadryl". The swelling diminished after icing the area, but the nodules and firmness persisted. The healthcare professional was not able to determine the etiology of symptoms and speculated that perhaps the symptoms were caused by injection trauma or an "allergic" response. Pt symptoms resolved within a week of injection.

Manufacturer narrative:
Medwatch sent to FDA on (B)(6) 2014. The events of "feeling funny", "swelling", "nodules and firmness", "bruising/hematoma", "injection trauma" and "allergic" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.